Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 246 mg/dl at the time of incident. Customer stated that they had high blood glucose value and they was declined for the troubleshooting. Customer also stated that they had high fat lunch and treated with insulin pump. Customer advised to revert to the back-up plan per health care professional instructions. The insulin pump will not be returned for analysis.